Event description:
It was reported during a percutaneous transluminal coronary angioplasty/stent procedure during inflation the balloon ruptured. Upon removal it was noted that the distal portion of the shaft was separated, and remained in the pt. The pt was sent to surgery for emergency bypass. No further info is available.